Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. There were several cuts noted on the insulation and conductor coils appeared to be stretched. Microscopic inspections of the terminal pin assembly and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high pacing thresholds. There was no evidence of dislodgement on fluoroscopy, but the issue was suspected to be attributed to the lead. This lead was explanted. No additional adverse patient effects were reported.